Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with chest pain. The right ventricular (rv) lead exhibited undersensing. Rv lead remains in use. No further patient complications have been reported as a result of this event.